Event description:
A customer reported that there was a leak at the quick disconnect #6 on the coulter lh500 hematology analyzer. The leak was not contained within the instrument. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. Bec customer technical support assisted the customer over the phone, but could not determine the source of the leak. The customer declined service call for this event. The fluids associated with this leak may be lyse, diluent, or blood while in operation, and cleaner while in shutdown. The cause of the leak is unknown.

Manufacturer narrative:
(B)(4).